Event description:
It was reported that a physician's dell x5 handheld device would freeze on interrogation on almost every patient. The physician would remove the flashcard and perform soft/hard resets; however, the issue still occurs. A replacement handheld was sent to the physician and the dell x5 in question was returned to the manufacturer for analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. There were no anomalies found during analysis of the flashcard; however, the screen freeze event can occur and is typically resolved by performing a soft reset or by reseating the flashcard.